Event description:
The patient received a cypher stent in the proximal circumflex. During the procedure, a dissection occurred and was treated with a bx velocity stent. Approximately twenty-two months later, the patient had restenosis in the previosuly treated proximal circumflex and signigicant stenosis in ramus intermedius. Revascularization of target lesion was performed with cutting balloon and a stent was implanted in the ramus. Two years later, the patient suffered a myocardial infarction. Angiography revealed restenosis of the previously treated proximal circumflex. Successful revascularization bypass vessel (distal circumflex) to the target vessel 9proximal circumflex). Two stents were also implanted in the mid right coronary artery.